Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched display window and cracked battery tube threads. The insulin pump was monitored for two days and no blank display was noted. The device was received with normal operating currents. No damage was noted on the connector and or lcd isolation tape.

Event description:
It was reported that the customer was unable to remove the battery cap on the insulin pump. Customer's blood glucose level was 144 mg/dl. Customer attempted to remove the battery cap with a large screwdriver but was not successful. Customer was just tearing the edges of the plastic off. Customer was advised to discontinue the use of the pump if the battery is low. Insulin pump will need to be replaced. Customer stated that he changed the battery and the pump did not turn on and now he is unable to get the battery cap off. Customer stated that the pump is completely dead and he is unable to use the pump. Customer had a blank display on the pump. Customer was using a (B)(6) battery. The recommended battery is an (B)(6) aaa alkaline battery. The contacts on the battery cap were damaged. Troubleshooting could not be performed due to the battery cap not being able to be removed. No additional information provided.